Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair the fast fix t2 anchor could not be deployed. T1 was removed from inside the patient. The procedure was completed with a backup device with no patient injury. A delay equal to or less than 30 min was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned outside of original packaging. The device was recieved with the blue split cannula. The depth gauge has been cut and the device is fully actuated. No visible damage to the needle or needle shaft. Saline debris on device. No suture or anchors returned with device. A functional evaluation revealed the actuator could function as expected. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, the fast fix t2 anchor could not be deployed. It is unknown if the event occurred during surgery. The procedure was completed with a backup device with no patient injury. A delay equal to or less than 30 min was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.